Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lots met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Customer reporting false positive sars result. Customer states the result was confirmed negative by saliva pcr the same day. Symptomatic status is unknown. Multiple attempts were made to gather further information from the customer without success.